Manufacturer narrative:
This report is submitted on may 4, 2021.

Event description:
Per the clinic, the patient developed a sore at the magnet site that was treated with a topical antibiotic. The implant remains in-situ.